Event description:
It was reported that a user of the ilet bionic pancreas experienced a low glucose reading of 60 mg/dl on the device while using a dexcom g7 cgm, did not confirm with a fingerstick, and prepared to treat with oral glucose; the user later reported a glucose value of 160 mg/dl and noted having eaten and announced breakfast as usual. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and recovery without medical intervention. Investigation included a review of available user-reported information and troubleshooting education. Investigation of this case revealed no device malfunction was identified and no device component issue was reported, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.